Event description:
It was reported that a patient presented for an unrelated, routine generator change. Upon interrogation, the patient's right atrial (ra) lead was found to have exhibited over-sensing of noise, leading to inappropriate automatic mode switch. No intervention was performed and the patient's lead will continue to be monitored. The patient was stable throughout.